Event description:
Immediately following implantation with the essure device I developed a significant amount of medical conditions/symptoms, ie fatigue, unintended abnormal weightloss (82lbs in 6 months), acute sinusitis, thyroiditis, adrenal disorders, adrenal insufficiency, insulin dysregulation, allergic reaction, adenomyosis, paratubal cysts, chronic endocervicitis with squamous metaplasia, tremor (on exam), neurological symptoms, depression, dry eye syndrome, hypoglycemia, dyshidrotic eczema, hyperglycemia, arthralgias in multiple sites, diplopia worsens with fatigue, anemia, abdominal pain (symptom), peripheral neuropathy, nontoxic solitary thyroid nodule, breast lump (fibroadenoma), repeated urinary tract and kidney infections, folic acid deficiency, myalgia and myositis, cellulitis, skin: a rash (symptom), chronic interstitial cystitis, vitamin b12 deficiency, hyperactivity of the bladder, easy bruising tendency, stomach ulcers, gastritis, malabsorption, deficiencies of sodium, potassium, magnesium, and more. My doctors desperately tried to locate the cause of my decline and it is believed that my issues are caused by essure. I was previously a healthy mom of three and now I cannot work, take care of my special needs children, and will never have a normal life due to this product. I have had three surgeries since I received this device and had never had surgery before. I have also had lengthy hospitalizations due to complications postoperatively and nearly died. My first surgery was the removal of a lymph node which pathologists found small hyperplastic follicles, few paracortical nodules, and sinus histiocytes. Some of the histiocytes contain brown-black pigment and short, refractile needles, suspicious for amalgam or other metal debris, yet I have no other metal ever in my body or teeth. The only place they could have come from is the essure. I received a hysterectomy on (B)(6) 2014. I was discharged two days later for 15 hours before being admitted again for boerhaave syndrome (esophageal rupture due to vomiting) I barely avoided cardio thoracic surgery and spent 12 days in the hospital. I am still recovering from surgery and complications due to the many conditions this device has caused me, yet, I have many symptoms that are already gone. Sadly the damage is done to my body and many of the developed conditions will remain for life. With non functioning adrenal glands, and now being steroid dependent at (B)(6), I will likely die one day from this device due to the damage it has caused systemically. In the last three years I have accrued well over (B)(6) in medical bills, and the cost of my current health requirements have been catastrophic.